Event description:
A nurse reported a connection issue. A physioneal bag could not be connected properly to the disposable tubing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The nurse further clarified that the connection issue had occurred with one of the five lines on the peritoneal dialysis cassette. As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.